Event description:
It was reported the patient had a urinary tract infection and burning with urination. It was noted the patient was prescribed cipro for five days. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v521173, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).